Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for respiratory distress and renal failure, and the patient was intubated. Of note, the patient was not a good candidate for dialysis. Palliative care was consulted, and the patient was made a do-not-resuscitate order (dnr). The patient coded, went into asystole, and was pronounced dead. The site attributes the patient¿s death to failure to thrive and the official cause of death was multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, respiratory dysfunction, multi-organ failure and death are known potential complications associated with the implantation of a vad. Based on the reported history of the patient, it was noted that the patient had a history of renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course . There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for respiratory distress and renal failure, and the patient was intubated. Of note, the patient was not a good candidate for dialysis. Palliative care was consulted, and the patient was made a do-not-resuscitate order (dnr). The patient coded, went into asystole, and was pronounced dead. The site attributes the patient¿s death to failure to thrive and the official cause of death was multi-system organ failure.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for respiratory distress and renal failure, and the patient was intubated. Of note, the patient was not a good candidate for dialysis. Palliative care was consulted, and the patient was made a do-not-resuscitate order (dnr). The patient coded, went into asystole, and was pronounced dead. The site attributes the patient¿s death to failure to thrive and the official cause of death was multi-system organ failure.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for respiratory distress and renal failure, and the patient was intubated. Of note, the patient was not a good candidate for dialysis. Palliative care was consulted, and the patient was made a do-not-resuscitate order (dnr). The patient coded, went into asystole, and was pronounced dead. The site attributes the patient¿s death to failure to thrive and the official cause of death was multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, respiratory dysfunction, multi-organ failure and death are known potential complications associated with the implantation of a vad. Based on the reported history of the patient, it was noted that the patient had a history of renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.